Event description:
It was reported that the patient underwent transurethral ultrasound laser induced prostatectomy under general anesthesia on (B)(6) 2025 and brought back a no. 22 three-lumen disposable sterile catheter from the operating room after the operation. During the morning rounds of the ward on (B)(6) 2025, the patient was found to had urine leakage. There was no resistance after gently pulled the catheter, and the foley catheter slipped naturally. Examination revealed two vertical cracks at the front part of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral ultrasound laser induced prostatectomy under general anesthesia on (B)(6) 2025 and brought back a no. 22 three-lumen disposable sterile catheter from the operating room after the operation. During the morning rounds of the ward on (B)(6) 2025, the patient was found to had urine leakage. There was no resistance after gently pulled the catheter, and the foley catheter slipped naturally. Examination revealed two vertical cracks at the front part of the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. A review of the device labelling has been conducted for investigation purposed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.